Event description:
Complainant alleged that during a routine shift check of device and internal handles, the device would not discharge energy when the discharge button was depressed on the internal handles. The energy was discharged when the discharge button on the defibrillator was depressed. The complainant indicated that there was no pt involvement in the reported malfunction.